Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user observed a low glucose reading on the ilet, treated with carbohydrates, and then experienced discordant glucose values between the ilet and a fingerstick meter, with the fingerstick showing 241 mg/dl and hyperglycemia lasting a couple of hours; the user had recently started using the ilet and performed calibrations, and was advised to recalibrate and consider replacing the sensor. Symptoms included hyperglycemia without acute sequelae. Outcomes included no medical intervention, no ketone testing, no backup therapy, and no alerts reported. Investigation included troubleshooting and user education regarding calibration and sensor replacement. Investigation of this case revealed a discrepancy between cgm and fingerstick readings with unclear etiology and no device alarms. It was concluded, based on previously established findings for similar reports, that the cause was unclear.